Manufacturer narrative:
(B)(4). Batch # n91z42. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips; in addition, the instrument locked out as intended. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be damaged causing the anti-backup failure. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, complete two to three clips then clip stuck. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.